Manufacturer narrative:
No RMA has been initiated for this issue. Model cs3 serial number/date code unknown is less than one year old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Black plastic support feet are allegedly breaking off the beds whenever housekeeping moves the beds to clean. The plastic foot allegedly does not retract very high when the wheels come down and if anything hits it allegedly snaps off leaving a screw exposed on the bottom of the bed frame. This screw allegedly digs into the floor whenever the bed is lowered. No injury alleged.